Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer state that there was white spots along the tip of reservoir and tubing. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the patient is 390 mg/dl. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer state that there was no leak. Customer reports insulin exited at the quick release. The customer also report the insulin flow block. The insulin pump will not be return for analysis.